Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check with tandem technical support did not identify the cause of the occlusion. Customer changed the pump supplies to resolve the occlusion. Blood glucose was 83 mg/dl.